Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 338 and 322 mg/dl. The customer's expected fasting blood glucose test results range is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 155 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is month of (B)(6) 2016. The customer stated he has had no changes in his diet or exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned wit the 5 results provided in the meter's memory

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 338 and 322 mg/dl. The customer's expected fasting blood glucose test results range is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 160 mg/dl and 155 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is month of (B)(6) 2016. The customer stated he has had no changes in his diet or exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned wit the 5 results provided in the meter's memory.